Event description:
It was reported that a renasys go device was not able to recharge its battery. Dc port is broken. No patient harmed, and no injury reported because this was found during service and repair. Reason for report selected: failure to charge.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys go ac ports is damaged, therefore it cannot recharge its battery. No patient involved.